Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable cardioverter defibrillator (ICD) recorded an episode of ventricular fibrillation that was indicate d to have been caused by electromagnetic interference. The oversensing led to inhibition of pacing and the patient fainted and hit their head. The patient was noted to have had a subarachnoid hematoma. The patient was indicated to have been hospitalized and was reported to be in stable condition. The ICD remains in use. No further patient complications have been reported as a result of this event.